Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" alarm condition occurred related to the oxygen blending module. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue. During the evaluation a malfunction of the acitve exhalation control module was observed. The active exhalation control module needs replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the oxygen blending module. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.